Event description:
It was reported that the device went to elective replacement indicator (eri) and premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: model 4558m45 implantable pacing lead, implant date (B)(6) 1996. (B)(4).